Event description:
Patient additionally reported left side capsular contracture baker grade unknown confirmed by ultrasound.

Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported, left side rupture. Patient additionally reported, left side capsular contracture, baker grade unknown. Confirmed by ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.